Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of below 20 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Device received with pillowing keypad overlay. (B)(4).